Event description:
A customer contacted stryker to report that their device 's display became blank when charging defibrillation energy during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The reported issue pf the power cycle was able to be verified. The quality engineer reviewed downloaded electronic device records and verified the reported issue of power cycled while charging defibrillation energy. . It was observed that battery 1 was from 2017 at 55%. The root cause is use error of using battery greater than 2 years old. Stryker recommends replacing batteries after 2 years. The device passed functional and performance testing and was returned to the customer. Section b5 executive summary of supplemental medwatch report 0003015876-2021-02291 indicates: a customer contacted stryker to report that their device would not deliver a defibrillation energy during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue. Section b5 executive summary of supplemental medwatch report 0003015876-2021-02291 should indicate: a customer contacted stryker to report that their device's display became blank when charging defibrillation energy during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue in the review of the electronic patient records. Stryker contacted the customer to request additional information on the patient. Patient fields in which information is not provided were intentionally left blank. The customer informed stryker that no further patient information is available. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not deliver a defibrillation energy during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.